Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and the peek housing was found twisted an damaged. During the second visual, the peek housing was found damaged with a rupture with metal exposed. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. The root cause of the damage on peek housing cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified internal components of the device to be exposed. It was initially reported by the customer that during the ventricular tachycardia (vt ablation procedure) error code '105' (magnetic sensor error) was displayed. A second catheter was used to complete the operation. There were no patient consequences reported. The customer's reported issue of error 105 is not MDR reportable since there is no risk to patient due to the procedure delay. On 5/3/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a twisted pick housing and a cracked/cut shiny object can be seen. The findings were reviewed and assessed as not MDR reportable since device integrity maintained and no internal components exposed to patient. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/16/2019, during further evaluation, the peek housing was found damaged with "exposed" components as well as dented/bent. These findings were reviewed and assessed as MDR reportable for the exposed internal components. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/16/2019 and reassessed this complaint as reportable.